Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g4; h2; h3; h6 reported event was unable to be confirmed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: malposition with horizontal orientation of the acetabular cup. No other findings related to the event were noted. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown-unknown, stem-unknown; unknown-unknown, cup-unknown; unknown-unknown, liner-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03337, 0001822565 - 2020 - 03339, 0001822565 - 2020 - 03340. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: malposition with horizontal orientation of the acetabular cup. No other findings related to the event were noted. No product was returned; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product remains implanted.

Event description:
It was reported patient has been indicated for revision due to possible infection. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.